Event description:
The customer stated, she was hospitalized for low blood glucose levels. Troubleshooting revealed that the basal rate was set to a higher amount than what the customer required. The insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.